Manufacturer narrative:
Continuation of medical devices: 402452 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, warning triggered for lead impedance. The ra lead impedance has been trending low, and the thresholds are within expected range and outputs appropriate. The ra lead remains in use. No patient complications have been reported as a result of this event.